Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device mini drawers were failed. A field service engineer (fse) cleaned the inside of the mini drawer and all sub drawers to remove a sticky substance that was causing the sub drawers to fail to open. The fse found that the root cause was residue from cleaning the pyxis, including the front of the mini drawer. The customer had been using hydrogen peroxide cleaner disinfectant wipes to clean the entire unit. Over time, residue buildup from the wipes caused the mini drawers to stick closed. All sub drawers were then tested using the pyxis inventory function, confirming normal operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer failed, which located on eor7. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.